Event description:
It is reported that the articular surface would not lock into tibial tray.

Manufacturer narrative:
(B)(4). Evaluation summary: visual examination concluded that one side of the inner dovetail lips is compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more information would be needed to conclusively make that determination. Evaluation: the device history records were reviewed and found conforming; indicating the device was manufactured, inspected, and packaged to specifications. Dimensional analysis shows that the device is conforming to specifications.